Manufacturer narrative:
Fsca number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.

Event description:
When catheter was plugged in for vt procedure, error message "catheter only for single use" displayed. Catheter was exchanged which resolved the issue. Procedure was completed with no adverse consequences to the patient.